Event description:
During an add-on lap appendectomy yesterday for dr (B)(6), ((B)(6) 2012), the tech looked down and saw about two inches of a red glow and smoke coming from the cord. (B)(6), correspondence received from (B)(6) at the end user facility: she reported that there was no patient or medical personnel injury. There was no fire. The case was in progress when the incident took place, and it continued and was completed as planned.

Manufacturer narrative:
(B)(4). One (1) universal bovie cord with universal plug device was returned for evaluation. Evaluation of the device received confirmed the reported issue. The cord was split at the connection of the relief of the male plug. From the appearance of the slice mark at the end of the broken cord, it was apparent that stress had been applied to that cord over time / use. When unit was plugged into the multimeter, both ends did not function. The device was burned out. There is a possibility, the unit was not disconnected properly over time. This could happen if the device was disconnected improperly by pulling or yanking on the cord instead of removing it carefully at the female socket connector. The device could have been improperly put away by winding up the cord too tight to put away for storage. Another possibility that the device had gone through many sterilization cycles beyond the intended use, and in time the cord started to degrade and wear. There is no good estimation on how many times the product was used. The IFU for this device states that it can only be used up to 20 sterilization cycles when properly cared for, and product must be inspected thoroughly prior to each use for possible damage. A device history trend of complaints for this product code was conducted. There were seven (7) complaints including this reported failure. Out of the seven (7) complaints, there was one similar complaint ((B)(4)) for this part number associated with the cord broken but the complaint failure involved the female socket connector, which created a fire.